Event description:
This is an ongoing problem with a libre 3+ glucose monitor. The monitor is not accurate. The first monitor was off between 20 and 50 on every reading. The company sent a replacement. Second sensor is consistently off by 40 to 60 when checked with a blood reading. This isn't safe. It appears blood sugar is in much better control than it is. Also sets off false warnings for low glucose. Ref report: mw5162571.